Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. There are no chinese logos applied during the manufacturing process and any logo would be applied by the china distribution center.

Event description:
It was reported that the bd precisionglide¿ needle experienced missing label information. The following information was provided by the initial reporter, translated from chinese: it was not used. It was found that there is no chinese logo on the outer package of each product.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide¿ needle experienced missing label information. The following information was provided by the initial reporter, translated from chinese: it was not used. It was found that there is no chinese logo on the outer package of each product.